Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and the super arrow-flex (saf) sheath was inserted into the pt's femoral artery. The iab was unable to be advanced through the saf sheath. As a result, the iab and the saf sheath were removed as one unit. The md inserted a second saf sheath into the same insertion site as the first saf sheath and iab. There was no excessive bleeding. The second iab was prepped and inserted through the saf sheath without difficulties. There were no reported pt complications.